Event description:
It was reported that the patient presented with potential far field over-sensing on the implantable cardioverter defibrillator (ICD). Patient then presented in clinic for follow-up. Upon interrogation, it was confirmed that the ICD exhibited wide qrs over-sensing instead of far field over-sensing. Programming changes were made. Patient condition was stable.